Event description:
After approximately 7 hours of iab therapy, alarms sounded, although there was good augmentation and waveform. Later condensation and blood was noted in the tubing. The iab was removed and replaced. The patient is in stable condition. No patient injury or further complications occurred as a result of this event.